Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 device indicating that the fan inside the ventilator seems to be idling. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer observed that the fan inside the ventilator seems to be idling when the device is powered down, and that the fan is pulsing with the charge light. The customer was advised to check the battery voltage and see if the battery volts are showing below 14. If so, the device has entered a trickle charge state, and the battery will need to be replaced to operate properly. The customer indicated that the battery will be changed.